Manufacturer narrative:
The returned valve was received in general good conditions with some blood traces on the pericardium. Investigation is ongoing.

Event description:
A patient with as was treated with perceval as a mics avr with rat (right intercostal thoracotomy). Preoperative findings are annulus: 27-28 mm, stj: 33 a patient with aortic stenosis was treated with a perceval valve via mics with right intercostal thoracotomy. Preoperative findings via CT showed an annulus diameter of 27-28 mm and an stj measurement of 33 mm. After sizing, a pvs27 was selected. Visual inspection of the implanted valve did not reveal any problems, but moderate regurgitation was observed at the right coronary cusp (rcc) on tee after the cross-clamp was removed. When the aorta was re-opened, the vale appeared to be migrating to the aortic side. According to the proctor, the event was caused by too much tension on the guiding suture at the rcc. Which resulted in a wrinkle at the valsalva sinus that was overlooked. The annulus under the valve was reportedly stretched and shifted by the blood flow, causing the rcc side of the valve to tilt. There was no suspicion of inappropriate sizing. The perceval valve was removed and an edwards inspiris 25 mm valve was implanted. Hemorrhage from the lungs occurred during the procedure, which resulted in difficulties with hemostasis. However, the implanter reported that there was no relationship between the lung hemorrhage and the prolonged procedure. Although extubation was prolonged until the next day, the patient was discharged safely on (B)(6) 2019.

Manufacturer narrative:
Visual inspection of the returned prosthesis did not reveal any elements of non-conformity or pre-existing defects. Dimensional analysis confirmed that the returned valve meets specifications for a perceval pvs27 valve. A migration test was performed and confirmed that valve migration occurred only when the valve was implanted in a silicon aortic root with a diameter greater than the diameter specified for a perceval pvs27 in the perceval instructions for use. Based on the performed analysis, no device dysfunction was identified, and the device can be excluded as a contributing factor in the reported event. As reported previously, the event can reasonably be attributed to over-tension on the guiding suture at the right coronary cusp, as was reported in the case history.

Event description:
A patient with aortic stenosis was treated with a perceval valve via mics with right intercostal thoracotomy. Preoperative findings via CT showed an annulus diameter of 27-28 mm and an stj measurement of 33 mm. After sizing, a pvs27 was selected. Visual inspection of the implanted valve did not reveal any problems, but moderate regurgitation was observed at the right coronary cusp (rcc) on tee after the cross-clamp was removed. When the aorta was re-opened, the vale appeared to have shifted to the aortic side. According to the proctor, the event was caused by too much tension on the guiding suture at the rcc, which resulted in a wrinkle at the valsalva sinus that was overlooked. The annulus under the valve was reportedly stretched and shifted by the blood flow, causing the rcc side of the valve to tilt. There was no indication of inappropriate sizing. The perceval valve was removed and an edwards inspiris 25 mm valve was implanted. Hemorrhage from the lungs occurred during the procedure, which resulted in difficulties with hemostasis. However, the implanter reported that there was no relationship between the lung hemorrhage and the prolonged procedure. Although extubation was prolonged until the next day, the patient was discharged safely on (B)(6), 2019.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. The intra-operative echo images were reviewed internally. It was evident from the images that paravalvular leak was present from the outset of the event. The valve was well-seated and there was no indication of over- or under-sizing. Based on the review performed, the valve did not "migrate", but was tilted due to the procedural error associated with inappropriate tension on the guiding suture. No valve-related dysfunction has been identified, and no further investigation is warranted. Based on the investigations performed, no device deficiency was observed. The review of the echo images performed confirmed the reported event description. The event can be attributed to procedural error (inappropriate tension on the guiding sutures) and is not valve related. As this was a proctored case, it is likely that the surgeon's inexperience was a contributing factor in the event.